Manufacturer narrative:
The quattro catheter associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The solex 7 catheter was used with a tghq console. The customer reported having difficulty placing the solex 7 catheter into the patient's body. Per the customer, the guidewire was flimsy, and the structure of the catheter almost felt like it was made for a left-handed insertion. The customer discarded the solex kit and opted to insert a quattro catheter. No consequences or impacts on the patient.